Manufacturer narrative:
The hvad is used for treatment not diagnosis. The facility reported that a patient's controller contained broken pins. There was no reported patient injury related to this event. The controller was returned to the manufacturer for evaluation, where the device failed visual inspection as a result of damaged pins on port one (1). The damage prevents the battery from making a proper connection. The root cause for the reported "poor mechanical connection" event was found to be a damaged pin on port one (1) of the connector which was likely a result of improper handling, material durability and assembly interferences. The manufacturer has opened an internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms.

Event description:
It was reported from the united states that power port one (1) of the controller was not working appropriately. The site identified a damaged pin on power port one (1). The site performed a controller exchange. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.